Manufacturer narrative:
Correction: h6: previous report should have mentioned investigation type: analysis of production records.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: previously the reported code should be noise oversensing.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right atrial lead exhibited noise oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right atrial lead exhibited noise. No intervention was performed. The patient was in stable condition and will continue to be monitored.